Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture for an unknown side. The device remains implanted.

Event description:
Patient reported, left side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.9., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight, red particles in the surface of the shell, crease fold and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported a rupture for an unknown side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified a device with opening, with red particles in the surface of the shell and red biological tissue next to the device . Labeled left device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.